Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, before firing the last reload of the surgery, the light e mitting diode (led) screen showed a handle and a red circle with a line going through it. To resolve the issue, the handle was taken off with the shell, and a manual stapler was used with the same reload in order to complete the case. There was no patient injury. Medtronic's initial evaluation of the incident device found that analysis of data stored on the handle shows evidence of field progr ammable gate array (fpga) reset/reprogram failures.

Manufacturer narrative:
Concomitant products: sigpshell, sig power sigpshell control shell (lot# unknown); unknown signia egia adapter (sn# unknown); unknown endo gia sulu (lot# unknown). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there were no abnormalities that would have caused or contributed to the reported condition. Functional testing found that there were no abnormalities. The handle had 166 of 300 procedures remaining. Analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures. According to this data, the handle was running v29.5 software at the time of the fpga reset/reprogram failures. It was reported that the screen showed a handle and a red circle with a line going through it. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.